Manufacturer narrative:
Age at time of event: early 70's. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device stopped aspirating and became clogged. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The catheter stopped aspirating during the procedure and was removed from the patient. After approximately ten minutes, the device was put back into the patient without re-priming. The device was noted to be clogged. Another jetstream xc catheter was used to complete the procedure. No patient complications were reported and the patient's status is fine.